Manufacturer narrative:
As the complaint meter was not returned, I-sens analyzed the accuracy issue with a reference meter and retained strips from the same lot. As a result of the control solution test, all results were within the standard range, and the cv% was within the acceptance criteria (below 5%), which satisfied the internal standard in I-sens. Therefore, it is judged that the product operated normally.

Event description:
Event date: (B)(6)2023. Aware date: (B)(6)2023. Meter is about one year old. Caller feels that the meter is giving high readings. Customer stated she tested at home with the premier classic meter and received a reading of 356. She wasn't sure if this was correct, and she felt "weird", so her sister took her to the emergency room, and they tested her with their meter and received a reading of 190. Customer reported the following readings in her meter memory. 222 - (B)(6)2023 at 1:01 pm; 258 - (B)(6)2023 at 12:47 pm; 269 - (B)(6)2023 at 10:21 pm. Caller acknowledged that the date and time are off on the meter. Customer could not find the reading of 356 in her meter memory during the call. Customer did not treat herself based on the reading 356 and wasn't sure if it was correct, so that is why her sister took her to the emergency room. The only treatment the emergency room provided her with was that they gave her fluids and discharged her. Customer states that when she got home from the ER, about 3-5 minutes' drive time later, she tested again with her meter and 352, and this is also unverifiable due to the date and time being off in the meter and customer not being able to find it in the meter memory. Customer doesn't trust meter and would like a replacement sent. Replaced meter, strips, sent cs and return label.